Event description:
Report received from the USA stating that the motor rotates in the safe position and the cutting burr comes off. It is known that the event did not occur during surgery. However, it is unk if there was pt or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).